Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#n5j1522y) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. Visual inspection noted no abnormalities. Functional testing noted that the handle was inserted into a charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.7 software. The handle had 232 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamped and articulated without issue. The handle was able to be fired without issue on the a1 fixture. Analysis of data stored on the handle showed evidence of field programmable gate array (fpga) reset/reprogram failures. It was reported that there was a signia power handle error. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set-up prior to patient contact, the powered handle displayed a handle error indicated by a red circle with a line and the shell was not recognized by the handle. Both devices were replaced with another of the same type. There was no patient involvement. Medtronic's initial evaluation of the incident device found the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.